Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a pump was alarming no disposable-clamp tubing. The pump was silenced, the settings were reviewed, and the pump was restarted. The pump was running. Upon restart, pump alarms no disposable pump, won't run. Settings reviewed, pump turned off and tubing clamped. Cassette removed and tubing assessed for air and kinks. Air bubbles present in line. Cassette tapped on a hard surface and reattached. Pump turned on and restarted. Display reads run at end of call. The pump is alarming but says run. Pump did start alarming no disposable. The pump was silenced, reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massage tubing to disperse air bubbles in the line. Replaced cassette and opened the clamp. Started the pump. Pump is running. There was no patient injury reported.

Manufacturer narrative:
B5: additional information received on 02-aug-2022 via email and attached to complaint object: no new information was available. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 22-jul-2019.